Event description:
The manufacturer received information regarding a simplygo mini. The device was returned to a third party service center. During inspection of the device, the sieves were found to be clogged (the o2 and air side was contaminated), and the compressor was found to be defective (overheating). There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.